Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device met specifications. The product was used for treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted two unopened (inside original packaging), unused silicone foley catheter trays with lot numbers ngdr1630 and ngdu0598. Visual inspection of the sample noted no visible defects. The trays were opened and the contents removed from the packaging. Neither of the drain bags were discolored. The catheters had the following lot numbers: ngdq1063 from tray ngdr1630 and ngds4011 from tray ngdu0598. Both the silicone two-way catheter balloons inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 70:30 (for the catheter ngdq1063) and 50:50 (for the catheter from the tray lot number ngds4011). The balloons rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted on either balloon. The active length of the catheter balloon for the catheter ngdq1063 was measured (0.6950 inches) and found to be within specification (0.6 - 0.9 inches). The active length of the catheter balloon for the catheter from the tray lot number ngds4011 was measured (0.6940 inches) and found to be within specification (0.6 - 0.9 inches). The catheters were both confirmed to be size 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field and place underpad beneath patient, plastic side down. 2. Put on cuffed gloves and position drape on patient. 3. Pour cleansing solution onto three prep balls. 4. Open catheter lubricating syringe. 5. Remove top tray and open plastic pouch surrounding catheter. 6. Lubricate catheter. 7. Prepare patient with saturated prep balls. Dry patient with remaining 2 prep balls. 8. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water (10cc). 9. Position hanger on bedside rail near the foot of the bed and use sheeting clip to secure drainage tube to draw sheet. 10. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. 11. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device leaked. Per additional information received from the complainant via phone on 10sep2019, it was noted that the catheter was leaking urine.

Manufacturer narrative:
The device was not returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿leaks¿ with a potential root cause of ¿bad fit with shaft¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the device leaked. Per additional information received from the complainant via phone on 10sep2019, it was noted that the catheter was leaking urine.